Event description:
Procedure: laparoscopy. According to the reporter: after stapling the tissue, the device did not open to release tissue until after several attempts by surgeon and manipulation of tissue. Stapler was finally opened following difficulty. There was no report of any patient injury.